Event description:
It was reported the patient¿s healthcare provider mentioned scheduling the patient for a laminectomy lead placement. It was noted the manufacturer representative was able to charge the patient¿s battery. It was further noted the patient was instructed how to charge fully before their day of surgery.

Event description:
It was reported that the system was revised after only a ¿few months¿ and then ¿replaced entirely.¿ it was noted that the patient never had relief in the areas they had pain.

Event description:
It was further reported the patient still had concerns regarding their device or therapy but they had no further appointments scheduled because the patient was told they were a failure with the spinal cord stimulator. It was stated they were told at their last appointment to shut it off and leave it off permanently.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013; product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was noted that the patient had returned to the neurosurgery clinic for failed back syndrome and status post nonfunctional spinal cord stimulator on (B)(6) 2013. The risks, benefits, and possible complications of and alternatives to an awake open paddle lead placement for revisions of her spinal cord stimulator percutaneous hardware to a paddle lead system were discussed. It was noted that putting a 565 paddle in the patient was "not a completely unreasonable idea." It was noted that the long-term data on the spinal cord stimulation was not quite clear. It was noted that the same current generator could be used with the paddle lead. It was reported that the patient had her "last scs surgery" on (B)(6) 2013. It was reported that the spinal cord stimulator was " malfunctioning." It was noted that the procedures performed replaced the right and left leads and the scs generator. It was noted that the patient had the scs implanted at a different office. It was noted that the patient had difficulty with the position of the generator and was also no longer getting stimulation in her back or into her foot. It was noted that the patient requested the replacement surgery. The revision was described in detail. It was noted that the first lead was placed without any issues, however the second lead required "some manipulation" to get it into place. After the placement of the first lead, it was noted that the patient was able to get good stimulation down into her foot and leg. It was noted that the scs pocket was moved from the abdomen to the right side. It was noted that they "removed the old leads, and cut off the lead." It was noted that lead impedances were tested intra-operatively and were all "excellent." The estimated blood loss was reportedly less than 50 ml. It was noted that the patient returned to the recovery room in stable, satisfactory condition. If additional information is received, a supplemental report will be filed.